Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty auto-calibration valve on the smart pneumatic module board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while treating a female patient (age unknown) , the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.